Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 4 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident and stated fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient could not tell where the fluid leak came from. The patient was advised to cancel treatment and to contact the peritoneal dialysis registered nurse (pdrn) for alternate treatment. The patient was advised to air out the cycler for 24 hours before use. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 4 of 5 of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident and stated fluid was discovered in the pump module area. Fluid was not discovered on the external of the cassette. The patient could not tell where the fluid leak came from. The patient was advised to cancel treatment and to contact the peritoneal dialysis registered nurse (pdrn) for alternate treatment. The patient was advised to air out the cycler for 24 hours before use. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this patient regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown and no information was found on the sap system, the alleged event could not be confirmed. At this time, no sample has been provided.